Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. The site was changed multiple times to address the event. Blood glucose (bg) was in the 600's (mg/dl). At the time of report, a new cartridge was loaded and the pump performed as intended.